Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were not functional on the insulin pump when attempting to bolus. Customer's blood glucose was 177 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer reported keeping the insulin pump in their shorts and the area was moist. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no esc and act button response due to corroded keypad traces. Moisture damage was found on the electronic and motor assemblies. Unable to verify for operating currents including low battery, off no power and battery out limit alarms due to the unresponsive act button response. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.